Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had alarmed with various battery alarms including: low battery, weak battery, and failed battery test. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the low battery alert. The customer confirmed that they did not engage in excessive button pressing. The backlight is also used infrequently. The rest of troubleshooting was declined. No products were returned and the customer was sent a replacement battery cap.